Event description:
An impella cp was inserted via left femoral artery in a 57 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 7 of support, while in the intensive care unit, it was reported the cp was accidentally removed 7cm by the patient. The device was turned to p-2 with no plan to reposition. Later that same day, the device was explanted. The positioning issue is conservatively reported for hemodynamic instability as it prompted premature explant, but there was no lasting harm or injury reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details. The cause of wrong position was most likely use related to patient movement per clinical that patient pulled out pump.